Manufacturer narrative:
This event was reported under 2937457-2017-00818. The report for the cassette product was submitted in error.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the make sure heater bag is on heater tray message. The cycler was rebooted, however, recovery failed. The treatment was cancelled. When the inside of the cassette door was checked, solution was noted to be inside of the cassette door and on the cassette membrane. The cycler will be replaced. The patient utilized manual exchanges to complete treatment.